Event description:
Description of event according to initial reporter: on (B)(6) 2018 during the index procedure, a zdeg-p-30-142-pf was implanted without difficulty. The degree of oversizing was not reported. No other devices were placed. Primary indication for implant was an aortic dissection (diagnosed (B)(6) 2018). The primary tear was in the aorta at the left subclavian artery. The proximal location of the dissection was at the left subclavian artery and the distal location within the left external iliac artery. Secondary or re-entry tears were reported within the aorta at the level of the celiac and within the left renal artery. The proximal seal zone no calcification, occlusive disease, tortuosity, or thrombus. Information on the distal seal zone was not obtained. The device was implanted less than or equal to 2 cm below (without covering) the left subclavian artery. A molding balloon was not used during the procedure. The device was patent without device integrity issues or endoleak at the end of the procedure. The patient was discharged on (B)(6) 2018. On (B)(6) 2018 (3 days post-procedure), a CT revealed flow to the false lumen through the primary tear via a type ib (distal) endoleak. The device was patent with no migration or device integrity issues. On (B)(6) 2018 (51 days post-procedure) a secondary intervention was completed to place an additional zdeg-p-30-142-pf (lot# not available) as a distal graft extension. The secondary intervention was reported to have been successful. The patient was discharged on (B)(6) 2018. No further follow-ups have been provided. Patient outcome: the secondary intervention was reported to have been successful.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Similar to device marketed under PMA/510(k): p180001. (B)(4). Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Based on the additional information submitted in MDR follow up 1, preliminary investigation has concluded that the event is not related to the study device or procedure. Therefor this event is no longer considered reportable to FDA. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 08feb2022. The clinical site has updated the clinical report forms to remove mention of any endoleak. The secondary intervention was reportedly due to the continued disease process in the aorta that led to an abdominal aneurysm that ruptured. The physician has determined it to be a primary disease progression rather than related to or a failure of the original zdeg device.